Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint is confirmed due to sensor wire is broken. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a damaged sensor wire which occurred 8 days after the sensor had been inserted in the arm. The patient noticed that the wire was broken after the removal of the sensor. He went to the emergency room (ER) to have it checked around 2:30 pm and he was assisted by the doctor and found out that the wire was divided into 2 pieces. As a result, the doctor on (B)(6) 2024 was only able to remove half of the foreign body and immediately consulted a plastic surgeon for the surgical removal of the remaining part of the foreign body. The primary doctor stated it was critical to remove this foreign body immediately because the wire, might migrate into the blood stream into the heart causing death. So, the patient underwent a surgery and the wire piece was successfully removed. At the time of the report the patient was feeling better. There was no treatment documented. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.